Manufacturer narrative:
H3, h6: a software analysis was initiated. Two sessions were reviewed. The first session observed the system had connected, frame was steady and scan had been performed without any issues. From the session, the system had connected and the system went into idle state as no other action performed. There were no errors observed and there was no evidence for the cause of this issue. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, product ID: 9735740, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0709 was coded for the tracking difficulties. A13 was for the system being unable to tracking the imaging system. Multiple annex g codes were coded for this event. G02008 was coded for the sw kit 9735740 s8 2.1 spine EU-sc. G05001 was coded for the camera 9735821 vega base s8 svc. H3, h6: the system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to track the imaging system. The system was having difficulties tracking the patient reference frame and the imaging system tracker at the same time. They swapped the system out for another navigation system on site and the issue was not present on the second system. There was less than an hour delay in surgery. There was no impact on patient outcome.